Manufacturer narrative:
Unit unable to prime during prime test due to loose/protruded drive support disk. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, and cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin squirted from the tubing during the manual prime process. The patient's blood glucose at the time of incident was 165 mg/dl. During troubleshooting the customer confirmed that the drive support cap appeared normal. The reservoir showed the same amount of insulin as displayed on the status screen. The customer removed the infusion set and inserted a new one. The customer did not experience the same priming issues with the new infusion set. However, the customer was advised to discontinue use of the insulin pump and revert to their medically prescribed backup plan. The insulin pump will be returned for analysis.